Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent internal fixation of cervical spine due to cervical vertebra degeneration. During the surgery, the screw slipped and could not be fixed. The product was completely explanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: the head of the screw is stripped from what appears to be overload while driving the screw in. If information is provided in the future, a supplemental report will be issued.